Event description:
A pt service rep assisting a (B)(6) male pt contacted zoll customer support to report that the pt's belt connector was damaged. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (broken trunk cable) has been confirmed. Upon eval, the trunk cable was pulled from the distribution node. The cause for the damaged connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the pulled cable. The pt rec'd a replacement electrode belt.